Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on examination, the display is damaged and cracked in multiple places. The display remains blank when the pump is powered on. A test display was attached to the pump and illuminated properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was had a thin red and green line on it and then it became blank. The patient stated that the issue began when he fell on the pump. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.